Manufacturer narrative:
Manufacturer's investigation conclusion: elevated power/flow and low flow events were confirmed in the evaluation of the submitted log files; however, a specific cause for the events cannot be determined through this evaluation. The submitted log files contained overlapping data from on (B)(6) 2021 07:23:53 through on (B)(6) 2021 15:05:55. An elevated power event of 8.7 watts was captured on (B)(6) 2021, and estimated flow reached 11.0 lpm during this event. 22 low flow alarms were captured between on (B)(6) 2021, when the pump flow dropped below the low threshold of 2.5lpm. Prior to and after the events, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 02jul2015. The heartmate ii lvas instructions for use (IFU) (rev. C) provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Event details: patient jb, implanted with heartmate ii on , presents to ed with elevated flows and powers. Patient states flows this morning in 7¿s, power in 7¿s. Both normally in 3¿s. Sending log files for urgent analysis. It was reported that the patient presented to the emergency department with elevated flow and powers. A log file was sent in for review which found a single low flow event on (B)(6) 2021. The log file also noted a single un-sustained power/flow elevation on (B)(6) 2021. The patient stated that the low flow alarm was early in the morning before the patient had much to drink. The patient had no symptoms, was admitted for observation with suspicion of pump thrombus. A CT (computerized tomography) scan was performed which showed an outflow graft issue vs. Non-obstructive thrombus. No further elevations in power or flow were noted, the patient was discharged the following day. No additional information was provided.